Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they went to hospital on (B)(6) 2020 as they were experiencing high blood glucose level 470 mg/dl which was treated by manual injection. It was unknown if insulin pump was on auto mode. Insulin pump received blank display. Customer stated that battery cap was neither missing nor damaged. Customer inserted new battery but display did not return. Device will not be returned for analysis.